Event description:
It was reported that needle 18ga 1-1/2in sb tw had foreign matter in the vial. The following information was provided by the initial reporter: date of incidents: (B)(6) 2020 then oct 6 and oct 8. On (B)(6) 2020 (event#1), a patient was to be put on piperacillin/tazobactam 4g/500mg eps(electronic syringe pump) when there was a problem with the reconstitution of the product: when the trocar was introduced to reconstitute the product, a piece of rubber fell into the vial. There is an increased risk of transmitting it to the patient. The problem is also encountered on other products to be reconstituted such as ceftobiprole but also on oct 6/2020 (event#2) with the piperacilin / tazobactam vials again and then on oct 8 (event#3) when reconstituting daptomycin. In all the cases described, there were no consequences for the patients. The 2 needles available for expertise were used for product reconstitutions but have been decontaminated. I will not be able to tell you which substances were involved. I would like to point out that this is a recent problem and that there had been no other problem of this type before encountered by the declarant and her colleagues. The fact that the problem was encountered with different substances contained in different vials and that the only common point was the use of the same device led the team in this direction, but these are of course only hypotheses that remain to be verified. Samples available, not contaminated with chemotherapy.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 11/1/2020. H.6. Investigation: a device history record review was performed for provided lot number 200618 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, both picture samples and physical samples were returned for evaluation by our quality engineer team. Through examination of the picture samples, black particles were observed within the bottle in two pictures and a small red particle was observed in the other two pictures. The two physical samples returned were microscopically examined and no signs of damage or burrs were observed within the cannula. One of the needles revealed a very small black particle stuck to the cannula wall. Another cannula was almost clogged with black material, which was most likely vial fragments. The unclogged sample was tested using different angles of penetration with a lab vial and no difficulties or signs of coring were observed. Based on the investigation results and the preventive measures in place to ensure needle quality in the production process, an exact cause related to the manufacturing process could not be determined for this incident.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that needle 18ga 1-1/2in sb tw had foreign matter in the vial. The following information was provided by the initial reporter: date of incidents: (B)(6). On (B)(6) 2020 (event#1), a patient was to be put on piperacillin/tazobactam 4g/500mg eps(electronic syringe pump) when there was a problem with the reconstitution of the product: when the trocar was introduced to reconstitute the product, a piece of rubber fell into the vial. There is an increased risk of transmitting it to the patient. The problem is also encountered on other products to be reconstituted such as ceftobiprole but also on (B)(6) 2020 (event#2) with the piperacilin / tazobactam vials again and then on (B)(6) 2020 (event#3) when reconstituting daptomycin. In all the cases described, there were no consequences for the patients. The 2 needles available for expertise were used for product reconstitutions but have been decontaminated. I will not be able to tell you which substances were involved. I would like to point out that this is a recent problem and that there had been no other problem of this type before encountered by the declarant and her colleagues. The fact that the problem was encountered with different substances contained in different vials and that the only common point was the use of the same device led the team in this direction, but these are of course only hypotheses that remain to be verified. Samples available, not contaminated with chemotherapy.